Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients not showing on station and user had to enter patients manually to get medications. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not shown and needed to enter manually to retrieve medication. A technical support specialist (tss) looked into the station, and it was on non-profile mode in which clinicians remove medications. The tss also stated that the station was not assigned to the user account and suggested to enable "default global patient search" option under settings. The customer reported that the patient did not populate even globally and required to create patient manually. The tss checked the settings and found no patients were assigned to the specific unit and instructed the customer to add additional units to the station. Later the customer confirmed that the issue was resolved and the patients were showing. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients not showing on station and user had to enter patients manually to get medications. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.